Event description:
It was reported that at device change-out, undersensing and low impedance were observed on the lead. High capture thresholds were found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two sections. Visual inspection noted internal abrasion at 7.2cm to 9.8cm from the distal tip. Another internal abrasion was found at 9.7cm to 10cm from the distal tip. The rv coil was exposed.